Event description:
The facility's biomedical engineer reported an infusion pump with a 715:00 failure code. The biomed was contacted by the baxter service facility and stated they have no record of any pt incident involving the pump since the last baxter service event. Details were not available regarding pt status, age of pt, medication involved or the set up of the infusion device.